Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a jupiter 45 guidewire crossed the lesion, a 2.0 mm x 150 mm x 150 cm coyote balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon ruptured. No patient complications nor injuries were reported.